Event description:
The customer reported false reactive architect total b-hcg and provided the following data for a 22 year old patient, who was suspected of potentially being pregnant: (reference: = 5.00 miu/ml is negative, = 25.00 miu/ml is positive, > 5.00 miu/ml and < 25.00 miu/ml are considered grayzone - no interpretation will be reported for these results) on 7 dec the b-hcg result was 245.16miu/ml (positive) on 11 dec b-hcg was tested again and the result was <1.2miu/ml (negative) then the 7 dec sample was retested, which generated a result of <1.2miu/ml (negative) and when the sample was observed, it was reportedly turbid and contained a gel-like substance. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot did have an increase in complaint activity, however ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the architect total ss-hcg reagents in the field was reviewed using data gathered from customers worldwide. The median value of the negative population for complaint lot number 53095ud01 is within the established limits. Labeling was reviewed and was found to address the customer reported issue. Based on the investigation, no systemic issue or deficiency of the architect total ss-hcg reagent lot 53095ud01 was identified.

Manufacturer narrative:
E1 phone: complete phone number is (B)(6). All available patient information was included. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false reactive architect total b-hcg and provided the following data for a 22 year old patient, who was suspected of potentially being pregnant: (reference: = 5.00 miu/ml is negative, = 25.00 miu/ml is positive, > 5.00 miu/ml and < 25.00 miu/ml are considered grayzone - no interpretation will be reported for these results). On (B)(6) the b-hcg result was 245.16miu/ml (positive). On (B)(6) b-hcg was tested again and the result was <1.2miu/ml (negative). Then the (B)(6) sample was retested, which generated a result of <1.2miu/ml (negative). And when the sample was observed, it was reportedly turbid and contained a gel-like substance. There was no reported impact to patient management.